Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and an exchange of textured devices due to product concern. Device remains implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed more than three openings assessed as surgical damage like. Additional observations: no other observation observed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported right side deflation and an exchange of textured devices due to product concern. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported, right side deflation. And an exchange of textured devices, due to product concern. Device has been explanted and replaced.